Manufacturer narrative:
Product is indicated for topical applications only and may be used in conjunction with, but not in place of, deep dermal stitches. Insufficient information provided and at this time to confirm if labelling was followed. We are unable to confirm if the patient required any medical intervention to preclude a serous injury and therefore unable to confirm if the medical device caused or contributed to a serious injury. If further information becomes available a follow-up report will be submitted.

Event description:
Long dry time (3-4 minutes) with dehiscences after less than 1 day post op. Product used close 5mm port sites and are not using it in conjunction with sub q's. Outcome unspecified.